Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor and distal plug were not returned. The proximal anchor was returned off the device with a crack across its threads. The suture threader was returned with no defects. The insertion device has no visible defects. Bio debris was present. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment found that based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. An analysis of the customer provided image shows the device packaging information. The root cause was associated with unintended use of the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the helicoil knotless anchor was breaking middle-centre when inserting or turning the anchor in. The anchor was removed to then reinsert the dilator to make sure has hole was properly prepared but the anchor continued breaking. The the anchor was removed from the patient. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5: description updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. An analysis of the customer provided image shows the device packaging information. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, the helicoil knotless anchor was breaking middle-centre when inserting or turning the anchor in. The anchor was removed to then reinsert the dilator to make sure has hole was properly prepared but the anchor continued breaking. The the anchor was removed from the patient. The procedure was completed with a smith and nephew back up device using the original drilled bone hole and using a 5.5 mm healicoil tapered awl to prepare the insertion site. There was a delay of four (4) minutes, no void was left in the patient and no further complications were reported.